Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number unknown, item name revitan proximal stem, lot # unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on jun 10, 2020. D11- medical product: revitan prox. Cylindrical 55; item#0100402055; lot#2675407. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a1, a2, d6, d7, h4, g4, g7, h10. Corrections: b5, d1, d2, d4, d11. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to implant fracture.

Manufacturer narrative:
Investigations results were made available. Event description: it was reported that a revitan stem was implanted on 16 may 2013 and revised on 29 january 2020 due to a fracture of the pin without trauma. Review of received data: - x-rays: one x-ray was received for investigation. It was taken on 24 january 2020 right before the revision surgery. The x-ray clearly shows a fracture of the connection pin. There also seems to be a bone fracture at the same height. With no complete x-ray follow up it is not possible to evaluate possible changes to the bone and / or implant position in order to investigate possible contributing factors. No additional medical data relevant to the case has been received nor patient info are available due to patient gdpr. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion summary: it was reported that a revitan stem was implanted on (B)(6) 2013 and revised on 29 january 2020 due to a fracture of the pin without trauma. The received x-ray clearly shows a fracture of the connection pin. Based on the x-ray the reported event can be confirmed. There also seems to be a bone fracture at the same height. It remains unknown if the bone fracture occurred before the fracture of the stem and possibly contributed to the stem fracture, or if it occurred afterwards and can be attributed to secondary effect of the stem fracture. Neither devices nor photos of the devices were received. Therefore, the condition of the components remains unknown. Only based on one x-ray, patient factors that may affect the performance of the components such as bone quality, activity level and relevant medical history cannot be evaluated. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference mumber for this file is: (B)(4).

Event description:
Investigations results are now available.